Manufacturer narrative:
(B)(4) the customer provided one image showing the guide wire and catheter. Visual analysis revealed that the guide wire was bent. The customer also returned one guide wire and 2-lumen 7fr x 20cm catheter. Signs of use in the form of biological material were observed. Visual analysis revealed that the guide wire was bent and curved towards distal end. The j-bend was slightly misshapen but remained intact. Microscopic examination confirmed the damage and showed that both the distal and proximal welds were full and spherical. The kink in the guide wire were located 500mm from the proximal tip. The overall length of the guide wire measured 601mm, which is within the specification of 600mm - 604mm per product drawing. The outer diameter of the guide wire measured 0.805mm which is within the specification of 0.788mm-0.826mm per the guide wire product drawing. The guide wire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". The guide wire was inserted through the returned 2-lumen 7fr x 20cm catheter. The undamaged portion passed through with no resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was bent and curved towards the distal end. The j-bend was slightly misshapen. The guidewire met all relevant dimensional and functional requirements. A device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during insertion, the doctor found swg kinked during used on the patient.". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.

Manufacturer narrative:
(B)(4). The sample was not returned; however, the customer provided one photo for analysis. The complaint of guide wire kinked was able to be confirmed by the photo. The image shows a guide wire within a clear bag with evidence of bends along the body, however, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during insertion, the doctor found swg kinked during used on the patient.". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.

Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported that, "during insertion, the doctor found swg kinked during used on the patient". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.